Event description:
Patient presented to the physician with persistent pain at the neck incision site when chewing or speaking excessively. Physician brought the patient into the or, and intraoperative findings revealed tendinitis in the area of the stimulation lead anchor. Physician suspected this to be likely the source of the ongoing pain. Physician removed the stimulation cuff portion of the lead and the anchor and closed the neck incision.